Event description:
The initial reporter stated that the pump was not alarming no flow or dose done when expected. They also advised that they are using the pump in an off label use and plan to continue to do so. Mmdg did follow up with the initial reporter who stated that no further information was available. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.